Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8141306. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the intima-ii 20gax1.16in prn slm experienced a missing tubing clamp which was noted prior to use. The following information was provided by the initial reporter: when opened the package and examined the needle tube, it found that the needle tube clamp fell off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 20gax1.16in prn slm experienced a missing tubing clamp which was noted prior to use. The following information was provided by the initial reporter: when opened the package and examined the needle tube, it found that the needle tube clamp fell off.